Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol marlex mesh used to treat patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol marlex mesh on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol marlex. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device and also experienced emotional distress.